Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopy, after t1 was deployed from two (2) fast-fix flex devices, the sutures were visible, but after t2 was deployed, no sutures were seen and no loop was created for t2, on either device. Both t1s were removed with a grasper and shaver. The procedure was resumed, after a non-significant delay, using the same device. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an arthroscopy, after t1 and t2 were deployed from two (2) fast-fix flex devices, no loop was created for t2, for both devices. The procedure was resumed, after a non-significant delay, using the same device. Additional anesthesia was not required as consequence of the surgical prolongation. No further complications were reported.